Event description:
Additional information received reported that the patient experienced headache after pump implant. The patient had a dural leak that was resolved by blood patch. The cause of the event was a dural leak. At the time of report the patient¿s status was recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that a patient had headaches on and off since implant, and a computed tomography (CT) scan revealed chronic subdural hematomas. Neurosurgery was consulted and ¿speculated that there was a spinal leak contributing to the hematoma and headache.¿ the patient was in the hospital being monitored and had not had any additional testing aside from the CT scan. There was no alleged product issue; the issue was not resolved; and the cause was not determined. The patient¿s headache was better and their spasticity was unchanged. The patient had not had any additional surgery. The patient¿s current programming was not available at the time of this report. The pump was used to infuse baclofen (unknown). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.